Event description:
A report was received that an hcw experienced headache and cough during contact with cidex opa. Hcw comes in contact with cidex opa one hour three times per week. She has no known allergies. She had medical attention, but treatment was not specified. She wore personal protective equipment. It was stated that the room is well ventilated, but no info was provided regarding air exchanges.